Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that at the beginning, the er320 clips don't hold properly. The handle was broken. After pressing the activation, clips are changing direction in jaws and do not stay in position. An allport device was used to complete the case. The procedure was prolonged 5 minutes, but pt is fine.